Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient's mother to disable wi-fi on the smart device, eliminate all possible bluetooth interference, and to try insertion on abdomen rather than the upper buttocks for the loss of connection at night. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint o a loss of connection was confirmed. A root cause could not be determined.